Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Tlh - "dr. (B)(6) used on her tlh case. First voyant used (1259763) pulled an error code on the generator 9 times in a row to regrasp, and the hand piece stopped working properly. I pulled the second hand piece and it worked fine up until she got to the cervix and the handpiece was slipping tissue around the cervix tissue while she was deploying the energy, it was the device not grasping enough. Second hand piece (1259763)." Additional information received jun 2, 2016: "it was a re-grasp and reactivate code that displayed on the screen numerous times roughly 8 to 10 times in a row. The hand piece was simply not activating the energy it was just triggering the error code numerous times. I had the dr. (B)(6) clean the jaw twice and continue to re-grasp, but it was still triggering the error code. Once I pulled a second hand piece it worked fine, but the second hand piece slipped during the grasping while the energy was being deployed, not when the blade was being used." Patient status - "fine".

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering performed visual and functional testing on the device. During functional testing, engineering tested the jaw force which was found to be within specification. Engineering also activated the device on mesentery, fat, and muscle and found that the device was able to perform as intended when activated on this compressible tissue. The device was also activated on porcine urethra, a thick, incompressible structure, and found that the tissue slipped out of the jaws. As such, engineering was able to replicate the event. The root cause of tissue slipping is due to overfilled jaws. Dense tissue structures that do not compress have a propensity to more easily slip out of the jaws. The instructions for use (IFU) states "do not overfill the jaws of the device with tissue as this may compromise the sealing and cutting function, and/or prevent the jaws from opening properly." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.